Event description:
The pt experience symptoms of withdrawal: pruritus (suddenly itchy), increase baseline spasticity, restlessness, and irritability. The drug infused via the pump was baclofen. There were no pump alarms. There was no volume discrepancy noted. Further troubleshooting options were being considered. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).